Event description:
During an in clinic follow up, increased pacing impedance was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.